Event description:
As reported by the eye care professional, a pt had a memory lens implanted in the left eye in 1999. The eye care professional stated, the lens became discolored and would require surgery to remove and exchange the intraocular lens. On (B)(6) 2013, f/u info from the eye care professional indicated the explant surgery was scheduled for (B)(6) 2013. The visual acuity for the left eye pre-surgery measured 20/40 near j2. On (B)(6) 2013, the pt reported that the explant surgery for the left eye occurred on (B)(6) 2013. The pt stated the issue with the let eye rendered her unable to drive since she could not see very well. No further details were provided. Additional info has been requested but not yet received.

Manufacturer narrative:
This lens was mfg before 2000 and underwent a modified (buffered tumbling) process during its MFR. The method of MFR was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial number that correspond to the use of the modified (buffered tumbling process). Mfg of this product ceased in 2008. (B)(4).